Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is packaged with IFU which includes instructions for use for both placement and removal of the device. Instructions for locking the mac-loc locking loop mechanism states: "stabilize the mac-loc catheter hub assembly with one hand and pull back on the drawstring to form the distal catheter loop configuration. While maintaining traction on the drawstring, push the locking cam lever down until a distinct "snap" is felt. The distal loop of the catheter is now locked into position. Trim off the excess drawstring." Instructions for unlocking the mac-loc locking loop mechanism states "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free. Note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed." Based on the available information, potential contributing factors may include accidental damage during shipping or preparing the device, unexpectedly high force due to tortuous anatomy, or use technique upon insertion or removal. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, following explant of the ultrathane mac-loc locking loop multipurpose drainage catheter, the suture portion of the device could not be removed from the patient's skin. The drain was placed into a collection in the right iliac fossa the previous week, and the implantation was uncomplicated; there were reportedly no issues with the drain following implantation. However, when the device was to be removed, explantation could not be performed. The operator was then advised to cut the drain to release the stitch, such that the drain could be removed. The drain was ultimately removed via this method, but the suture from the interior of the drain remained in the patient. Although the two ends of the suture can be observed externally, attempts to remove the suture were not successful, and the patient reported pain and discomfort during the attempted removal process. The suture ultimately remained in the patient, and the product is reportedly unavailable for return.